Event description:
It was reported that pt experiencing pain in left hip. The pt has elevated cobalt level. A rejuvenate stem was removed and replaced with restoration ha stem, 56 adm poly liner, 28 ceramic head. Surgeon said it did not appear like past corrosive cases.

Manufacturer narrative:
An evaluation of the reported devices cannot be performed, as they were retained by the pt and were not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-01521.